Event description:
Customer reported a cartridge change error with the pump. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Customer followed instructions to remove the cartridge and inspect various parts but was unable to load a new cartridge successfully. After the error recurred, customer was advised to consult with their clinic since the pump was out of warranty, and no details for return or replacement were provided.